Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: since no device, imaging studies, or hospital or medical records have been available to us, our investigation has been limited to the description of the event. Consequently, based on very limited information it is difficult to comment on the alleged filter perforation. The root cause cannot be determined based on the provided information. However, filter perforation during filter implant of the vena cava wall is a well known risk in the litterature. Several case reports published in articles, describe filter perforation of the vena cava wall. Despite perforation the majority end up in successful filter retrieval. It is known that filter retrieval can be difficult if the filter is tilted, with the filter hook leaning against the ivc. During manufacturing, celect filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: according to (B)(6) adverse incident report received 17 june 2013: "a celect ivc filter was deployed in this patient to cover intravenous thrombolysis for an ileo femoral dvt. Retrieval was attempted shortly after 6 weeks, but this was not possible due to considerable tilt of the filter. Explained to the patient, discussed at mdt and decided to leave the filter in-situ. Patient now has central abdominal pain, and a CT scan has shown that the hook of the filter is outside the ivc, and some of the 'legs' of the filter are outside the ivc." Additional information received: "patient who has had a celect filter that tilted and could not be removed. The patient is symptomatic and the hook is outside the ivc and some legs also outside ivc some within the right renal vein". Patient outcome: patient now has central abdominal pain.